Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) system implant, specifically during implant of the right ventricular (rv) lead, the patient went into ventricular tachycardia (vt). Anti-tachycardia pacing and high voltage therapy were provided. There was no hemodynamic collapse during the implant, pacing support was provided and the device was implanted during a time when no arrhythmia was occurring. The patient was transferred to the intensive care unit (ICU) and vt re-occurred. High voltage therapy was provided however it was unable to terminate the arrhythmia and the patient was in an arrhythmia storm. Hemodynamic collapse occurred and an emergency heart pump was inserted while performing cardiac massage. The patient died the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the patient cause of death was complication during insertion of impeller from lower limb after hemodynamic failure due to the ventricular tachycardia (vt) storm.

Event description:
The patient was noted to have a history of vt. The patient was stable prior to the procedure. It was thought that the vt during the procedure was induced by premature ventricular contractions (pvc) caused by rv lead manipulation. The reported high voltage therapy was clarified to be cardioversion therapy. The cause of death was believed to be infection in the lower limbs from when the impeller was inserted after hemodynamic failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.